Event description:
It was reported that during placement of the catheter, difficulty was encountered. The spring wire guide became stuck and could not be withdrawn. Further manipulation caused the wire guide to separate and the tip was retained. A cut-down procedure was performed to remove the retained portion of the wire. There were no addtional pt complications.